Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 4 functional mitral regurgitation (mr), leaflet restriction, friable leaflets, heart failure and chronic kidney disease for a mitraclip procedure. During the procedure with the first mitraclip xtw, a slight restriction of leaflet was noted lateral to grasping site. Leaflet coaptation and insertion was satisfactory. Post-deployment, the clip had an single leaflet device attachment (slda). The anterior leaflet was detached. Per the physician, friable tissue resulted in the slda. Part of the anterior leaflet tissue was stuck on the clip arm that detached. Additional clips were implanted to stabilize the slda. The mr was decreased to grade 3-4 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and per the physician, the single leaflet device attachment was likely due the friable tissue that was not able to be visualized; therefore, the slda resulting in unspecified tissue injury is due to patient and procedural conditions. Image resolution poor was related to procedural conditions as some challenges visualizing the leaflet tissue occurred. Tissue damage is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.